Event description:
The needle failed to retract into the sheath after the second pass into the lesion. It appeared that the needle broke somewhere within the sheath or handle. The handle moved normally with no movement of the needle. The needle was successfully removed from the patient by disengaging the handle from the scope and withdrawing the needle and sheath together into the scope. The needle remained exposed and extended beyond the sheath during removal. No apparent harm to the patient and no apparent damage to the scope. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence.

Manufacturer narrative:
There were no echo-hd-25-c devices of lot # c737768 in stock at the time of the complaint investigation. One echo-hd-25-c device of unknown lot was returned to cook (B)(4) for evaluation. The device was not returned in its original package and was opened on receipt. The device was returned with approx 2.8cm of needle advanced from the sheath. A kink was noted at approx 2.8cm from the sheath extender on the proximal end of the device and the needle was broken at the kink. The needle could not advance or retract due to the kink. The needle tip was intact. From the information provided the kink which caused the needle to break most likely occurred when the sheath slipped from the user as the device was loaded into the working channel. As the actual use conditions could not be replicated in the laboratory, the cause of this complaint could not be conclusively determined. On evaluation of the returned device, the customer complaint was confirmed as a kink was noted at approx. 2.8cm from the sheath extender and the needle was broken at the kink below the device handle. Prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-hd-25-c lot # c737768 did not reveal any discrepancies related to this complaint issue. Based on the information provided, it is understood that no section of the device remained inside the patient's body and a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is low.